Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16504194.

Event description:
It was reported that the patient experienced pain at the ipg site. It was noted that the patient had a non device related fall. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were not returned as they were kept by the medical facility.